Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex pusher was found protruding from within the phenom 27 catheter hub for ~43.0cm. The phenom 27 catheter body was found kinked at ~64.0cm from the proximal end of the hub. The phenom 27 distal tip was found kinked proximal to the distal marker. The pipeline flex braid was found partially deployed from within the phenom 27 distal tip. The pipeline flex embolization device was pushed out from within the phenom 27 catheter without issue. The pipeline flex braid proximal end was found open and in good condition. The pipeline flex pusher resheathing pad was found within the braid proximal end. The pipeline flex braid middle segment was found opened, but damaged (compressed). The pipeline flex braid distal end was found open, but damaged (frayed). The pipeline flex pusher was found separated at ~107.0cm from the proximal end. The pipeline flex distal hypotube with the ptfe shrink tubing were found intact. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). The distal pipeline flex pusher (proximal bumper, resheathing pad/marker, pt fe sleeves, distal marker, and tip coil) were not located during analysis. However, examination of the as returned images shows the distal core wire, ptfe sleeves, and tip coil protruding from within the braid and phenom 27 distal tip. Therefore, the detached distal pipeline flex pusher was likely lost at medtronic during decontamination or handling. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the damage found with the braid (fraying/compression), the patient¿s ¿moderate¿ vessel tortuosity, and the braid deployed in a vessel bend contributed to the event; however, the root cause could not be determined. No defect was found with the returned phenom 27 catheter that would have contributed to the event. Regarding the broken pusher, per the sem analysis report, dimple features are visible in the middle wire fracture surface, indicating an overload type of failure. It should be noted that the fracture surface areas exhibit corrosion damage and some unusual features that indicative of microstructure anomalies. This event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, pushwire separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. Regarding the solder joint separation issue, the investigation determined that this event is similar to events that had already been investigated, and another investigation is not necessary. Separation can occur due to excessive force or inadequate solder/tinning. As the detached distal pipeline flex pusher was lost, testing could not be performed. However, a review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal and middle segments. The patient was undergoing surgery for treatment of a dysplastic artery, unruptured aneurysm of the right internal carotid artery and posterior communicating (pcom) artery. It was noted the patient's vessel tortuosity was moderate. It was unknown if dual antiplatelet therapy (dapt) was administered. It was reported that the physician was attempting to deploy the pipeline in the right m1 and internal carotid artery segment. The device was unsheathed and pushed, but the pipeline would not open in the distal or mid sections. Resheathing was performed four times, but it still would not open. The pipeline was positioned in a bend, less than 50% was deployed, and no additional steps or devices were used to try and open the pipeline. The phenom microcatheter and pipeline were removed from the patient. Replacement devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include an infinity sheath, navien 6fr guide catheter.